Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no power to device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed half-height enhanced drawers 2-1 and 2-2 were causing the power supply unit (psu) not to initiate. A field service engineer replaced the controller board and a damaged position sensor on drawer 2-1. The drawer was tested in hardware test application (hta) mode, reconfigured, and then recovered to resolve the issue. Additionally, technical support specialist installed the rss (remote smart service) components and upgraded to version 4.10 using the rss quick deploy package after removing old rss folders and components as per knowledge article "how to manually install rss agents & rss component manager". The station was verified to be online and functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no power to device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.